Manufacturer narrative:
Eval: method and results: no product will be returned for eval.

Event description:
On (B)(6) 2011, wife reported that pt received an 04 occlusion error due to a bent infusion cannula. Infusion headsets are inserted manually and with the insertion device, and headset was used for about 1.5 days before the issue was noticed. No physiological effects were experienced as a result of the bent cannula. Alleged infusion set was discarded and will not be returned for eval. Pt will contact his supplier for replacement product. The pt did not require assistance from a health care professional or second party to address the issue.